Manufacturer narrative:
(B)(4). Approximate age of device ¿ 64 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient reported high pump estimated pump flow values and was instructed to present to the emergency department the next morning. The patient had not been ingesting much fluid and had intermittent shivers, but no fever. The patient was admitted with mean arterial pressure readings between 85-95 mmhg, high pump power values of 9.4 watts, high estimated flow values of 11.1 lpm, and an inr of 1.8. The patient was placed on heparin and coumadin. The patient's system controller log file was submitted to the manufacturer's technical services representative for review. The log file contained about 4 days of history and showed a significant increase in the recorded power and estimated flow values which coincided with a slight decrease in the recorded average pulsatility index (pi) values. The patient was treated clinically and the numbers returned to their expected values. The patient was reportedly doing fine and no further issues were reported.

Manufacturer narrative:
Additional information: the report of elevated pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log file; however, specific causes for these events could not be conclusively determined. The patient remains ongoing on pump support with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/08/2016 stating that the patient was discharged on (B)(6) 2016 and no further issues have been observed post discharge.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented to the emergency room on (B)(6) 2016 with difficulty controlling their mean arterial pressure (map) readings. The patient¿s map reading at the time of admission was reported to be 110 mmhg and ranged from 102 ¿ 110 mmhg. It was reported that the patient had increased pump powers as well as the previously reported high estimated pump flow values. The patient¿s baseline flow values ranged from 5 to 7 lpm, but were elevated at the time of the event between 7 to 11 lpm. It was reported that the implanting center suspected the patient's volume was low. The patient was treated with an unspecified amount of intravenous normal saline and hydralazine was initiated. The patient's coreg dosage was increased. On (B)(6) 2016, an echocardiogram (echo) showed that the patient's aortic valve remained closed. There was reportedly no indication of aortic insufficiency. On (B)(6) 2016, the patient¿s mean arterial pressure reportedly improved and the patient was discharged home. No further information was provided.